Event description:
Additional information received indicated during an unrelated device exchange procedure, dislodgement of the left ventricular (lv) lead was visually confirmed. The lv lead was capped and replaced during the procedure to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead due to a suspected lead dislodgement. The device was reprogrammed to deactivate the lead and a lead revision is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.